Manufacturer narrative:
This report is submitted on february 18, 2020.

Event description:
Per the clinic, the patient experienced an infection at the magnet site from the magnet being too tight. Clinical management is ongoing.

Event description:
Per the clinic, the patient was successfully been treated with an antibiotic ointment. Per the clinic, the patient was successfully been treated with an antibiotic ointment.

Manufacturer narrative:
Per the clinic, the patient was successfully been treated with an antibiotic ointment. This report is submitted on march 31, 2020.